Event description:
The customer reported that the system was intermittently giving errors. The customer had questions about meaning of error. Customer was troubleshooting and working on the system and service had not been requested at this time.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The customer ordered his own part and repaired the system.